Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 321 mg/dl. The customer states the pump was not rewound with a reservoir in place. The customer was advised to perform a prime until air bubbles are no longer visible. The customer declined to perform the prime, because he would empty out the reservoir. The customer was advised that insulin should be stored at room temperature to prevent it from gassing out. The customer states he keeps insulin in the refrigerator and then fills the reservoir. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.